Event description:
Additional information: the attorney alleges that the ¿pain pump failed¿ and caused the patient ¿many problems¿.

Event description:
Additional information: it was reported that the patient and his provider elected to explant the pump. No surgery date had been schedules as of the date of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported an alarm was heard and telemetry had not yet been performed. It was also reported patient was receiving less than 50% therapy relief. The drug being used in the pump was dilaudid. Additional information received reported confirmed motor stall was noted in event logs with no motor stall recovery recorded. The motor stall occurred on (B)(6). It was also reported patient did not have a magnetic resonance imaging (MRI) or medical procedure. Additional information was requested but was not available at the date of this report.